Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder had no blood flash. This occurred on 3 occasions during use. The following information was provided by the initial reporter: when using bd product, phlebotomist did not see any blood-flash, when entering the vein of the patient. This has been seen more and more lately in the slbcs. So phlebotomist are reporting this to supervisor of the blood collection ambulatory.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder had no blood flash. This occurred on 3 occasions during use. The following information was provided by the initial reporter: when using bd product, phlebotomist did not see any blood-flash, when entering the vene of the patient. This has been seen more and more lately in the slbcs. So phlebotomist are reporting this to supervisor of the blood collection ambulatory.